Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for code "----" eci meter. The meter read code "----" as soon as the test strip was inserted. During the call on (B)(6) 2017, the customer removed and properly reinserted both the code chip and test strip and the meter went into test mode. A blood test was performed by the customer fasting and produced test result of 202 mg/dl using truetrack meter. The customer stated that this result was too high for her. The customer's expected fasting blood glucose test result range is 90 - 117 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer fasting and produced test results of 169 mg/dl using truetrack meter and 172 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 02/21/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:customer is concerned with 202mg/dl fasting result.